Manufacturer narrative:
Complainant part is no longer expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw driver shaft and the pin wrench were used to insert the end cap and the procedure was successfully completed. No other medical intervention was required. Patient outcome was reported as well.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during implantation of a proximal femoral nail antirotation (pfna) system on (B)(6) 2016, to treat a trochanteric femoral fracture, the top of the nail was buried in the bone with soft tissue caught in it, resulting in the surgeon having difficulty inserting an unknown 5mm end cap. At first the surgeon attempted to insert the end cap with a screwdriver but this effort failed so the surgeon tried again using more force. During this second attempt the tip of the screwdriver broke and the fragment was retained in the 5mm end cap. The surgeon removed the 5mm end cap and attempted to insert am unknown 10mm end cap using another screwdriver but the phenolic resin portion of the handle fell apart. The reported events resulted in a 30 minute surgical delay. The patient and surgical outcome are not available for reporting. Concomitant devices: 1x unk pfna nail 1x unk 5mm end cap (partial part number may be 04.xxx.xxx) 1x unk 10 mm end cap (partial part number may be 04.xxx.xxx) this report is 1 of 2 for com-250213